Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: returned product consisted of a taxus element/ion monorail stent delivery system (sds). The stent was centered between the markerbands on the tightly folded balloon. There was no evidence that the device was handled beyond unpackaging. The stent had distal stent damaged with rows three and four with flared struts. The tip was damaged. Magnified inspection of the remainder of the device revealed no other damage or irregularities. A thorough analysis of the returned device was insufficient to confirm the complaint event. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2011. It was reported that during preparation for a stenting treatment procedure the shaft kinked. The 3.50x24mm ion stent delivery system was prepped for use and it was noted that the shaft was kinked. The device was not used for the procedure and no patient complications were reported. However, the returned product analysis revealed stent damage.